Manufacturer narrative:
Result: dip switch settings.conclusion: dip switch settings reconfigured.

Event description:
It was reported by service report that the nurse call button was not functioningcorrectly and instead of signalling the nurses station, it was signaling the bed exit.